Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Additional information was requested, and the following was obtained: the description states "new device, psee60a was taken (but that one also failed, so another device was taken)" how did the 2nd device fail? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. D4: batch #: 827c97. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did the 2nd device fail? Is this device available for return? Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Did the jaws opened? Unknown. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9df58, and no non-conformances were identified. Manufacturing date: feb 9, 2024. Expiration date: jan 31, 2027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap. Esophagectomy. The front end of the device closes during articulation. It closes too much and therefore tissue can¿t be placed into the jaw. Used another device to complete procedure successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # 827c97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, the jaws and closure trigger in the close position and with no reload present. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 827c97, and no non-conformances were identified.